Manufacturer narrative:
Product analysis of part# 3030007 lot# ikh21m294 visually confirmed approximately 2 mm of instrument tip has been broken off, consistent with interface during usage. Microscopic examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via manufacturer representative regarding spinal products that is used spinal fusion therapy. It was reported that the drivers were broken and tips of the drivers are worn down and won¿t hold the screws. There is no patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that there were no issues with the screws because they worked fine with the other drivers. There was no patient involvement because we used other drivers to do the surgical case as the screwdrivers were not holding the screws.